Event description:
The tip of guidewire separated (ca 8 cm) in lower leg, it was removed surgically. This patient was undergoing percutaneous transluminal angioplasty (pta) of the left leg. The tip of the guidewire separated around 8cm in the lower leg. The separated part was removed surgically. No resistance was felt while advancing the guidewire into the catheter. No difficulty was experienced advancing the guidewire into an opta pro balloon catheter. The access site was right. A lot of calcification and tortuosity was present. No information regarding the angulations of the vessel. The tip of the guidewire was not re-shaped. The lesion was not chronic total occlusion. The guidewire did not kink at any time prior to the resistance/friction. There was no adverse effect to this patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet completed. Additional information will be submitted within 30 days upon receipt.